Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced sterile peritonitis which was manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The same day as event onset, the patient was treated with gentamycin 40 (once daily, for 4 days, units and route not reported) and cefazolin 1 gram (once daily, route and duration not reported) for the event of peritonitis. The patient was recovered from this peritonitis event. Extraneal and physioneal therapies were ongoing. No additional information is available.